Manufacturer narrative:
This report is being supplemented to provide additional legal manufacture's investigation results based on additional information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the additionally reported information that the device was not quarantined after the detection of micro-organisms, and was used in six subsequent examinations before the culture results were available, could not be determined; however, it is believed that the issue was the result of the pathology lab not properly reporting the detection of bacteria to the user and or the user did not isolate the device after sampling was performed. There were no infection issues or patient injury reported as a result of the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. Prior to the device evaluation, the device will be sent out for additional microbiological testing. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported, the gastrointestinal videoscope tested positive for an unexpected contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
Correction to h7 and h9, incorrect information was incorrectly provided in the initial report. Relabeling action z-0288-2024 does not relate to this event. It was reported to olympus that the subject device was used in 6 additional examinations while awaiting positive culture results. 6 additional complaints with the below patient identifiers have been opened to address this. (B)(6). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacture's final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2024. Sampling from: distal end. Cfu: n.d. (Not done). Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: biopsy channel (ch) /suction ch cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: air/water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. Sampling date: (B)(6) 2024. Sampling from: auxiliary water ch. Cfu: 0 cfu/ml. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the positive culture. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.